Manufacturer narrative:
Results - one used catheter in two separate pieces was received for analysis. Portion one: confirmed by measurement, the length of the catheter tubing to be approx 1.944mm from the nose of the molded junction. Visually inspected with microscopic enhancement, confirmed the placement of the catheter tubing to be in the correct manufactured position within the nose of the molded junction. Observed damaged jagged edges in the area of the separation at the end of the catheter tubing. Portion 2: unable to confirm by measurement the length of the catheter tubing due to the condition received (the portion being wrapped and adhered within transparent dressing and tape strips). Noted the area of separation to be adhered between the tape strips and the transparent dressing. Damaged jagged edges were identified at the area of the separation. Conclusions - the damage identified is conclusive evidence of excessive stress to the catheter tubing. The user is advised to never place tape strips over the catheter, as this will compromise the strength and integrity of the catheter tubing. Date submitted: 9/14/2006.

Event description:
The catheter broke near the oval disk. The reporter has been contacted regarding additional info and has not responded at this time.